Event description:
It was reported that the r-wave and impedance measurements decreased. X-ray revealed that the lead was in the atrium. The patient received inappropriate therapy.

Manufacturer narrative:
Na